Event description:
It was reported that the subject flow diverter stent was successfully implanted in a patient (right internal carotid artery-communicating (c7 segment)) on (B)(6) 2023. Post procedure patient presented to ed (emergency department) due to ingunial pain on (B)(6) 2023. The patient additionally complained of a right-sided headache. Neurosurgery was consulted and diagnostic CT scan was performed on (B)(6) 2023 with unremarkable findings. Patient was prescribed dexamethasone for 3 days for treatment upon discharge from ed (emergency department) on (B)(6) 2023. The ae outcome indicated not recovered/not resolved. It is indicated that headache was possibly related to study procedure, study device and an underlying condition or disease. The ingunial pain is causally related to procedure per site reporting. No further information is available. Additional information received on 1-jun-2023 reported that, patient presented to the ed on (B)(6) 2023 with headache, neck pain and numbness. Reported a burning smell nightly for past 2 weeks. Also described photo/phonophobia and floaters as auras along with pressure behind eyes. Notably patient has nausea and vomiting associated with their headaches. Says symptoms improved with laying down in a quite room. It was noted by the site that the patient does not have wake-up symptoms and no associated focal neuro symptoms. The headache, neck pain outcome was noted to be not recovered/not resolved. It is indicated that the headache, neck pain is possibly related to disease under study and an underlying condition or disease . The headache, neck pain is unlikely related to the study procedure and the study device. The subject has medical history of severe migraine headache per site reporting. No further information is available.

Manufacturer narrative:
B5 executive summary - updated. D4 expiration date - added. F10 / h6 clinical sign code : updated. F10 / h6 health impact code : updated. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the procedure date was (B)(6) 2023, the study device was implanted successfully with no device deficiencies noted. The condition being treated was intracranial aneurysm and the anatomical location was right internal carotid artery-communicating (c7 segment). Additional information was received as follows; ¿post procedure patient presented to ed (emergency department) due to ingunial pain on (B)(6) 2023. The patient additionally complained of a right-sided headache. Patient was prescribed dexamethasone for 3 days for treatment upon discharge from ed (emergency department) on (B)(6) 2023. The ae outcome indicated not recovered/not resolved. Additional information received on (B)(6) 2023 reported that, patient presented to the ed on (B)(6) 2023 with headache, neck pain and numbness. Reported a burning smell nightly for past 2 weeks. Also described photo/phonophobia and floaters as auras along with pressure behind eyes. Notably patient has nausea and vomiting associated with their headaches. The headache, neck pain outcome was noted to be not recovered/not resolved". An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient headache serious¿ and ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the subject flow diverter stent was successfully implanted in a patient (right internal carotid artery-communicating (c7 segment)) on (B)(6) 2023. Post procedure patient presented to ed (emergency department) due to ingunial pain on (B)(6) 2023. The patient additionally complained of a right-sided headache. Neurosurgery was consulted and diagnostic CT scan was performed on (B)(6) 2023 with unremarkable findings. Patient was prescribed dexamethasone for 3 days for treatment upon discharge from ed (emergency department) on (B)(6) 2023. The ae outcome indicated not recovered/not resolved. It is indicated that headache was possibly related to study procedure, study device and an underlying condition or disease. The ingunial pain is causally related to procedure per site reporting. No further information is available.

Manufacturer narrative:
H3 other text : the subject device is implanted inside the patient's vasculature.